Manufacturer narrative:
Device evaluation summary: device returned for evaluation. The stent was positioned on the balloon at the proximal marker bands but due to deformation was not positioned at the distal marker band and had stretched off the device. Deformation was evident to the distal tip. The distal shaft and core wire were kinked. The inner lumen patency could not be verified with a 0.015 inch mandrel due to the kinked distal shaft and core wire. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
One resolute integrity drug eluting stent was attempted to be used to treat a moderately tortuous, severely calcified lesion with 90% stenosis in the distal lad. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was encountered when advancing the device. It was reported that the device failed to cross the lesion. No patient injury reported.